Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled "high incidence of intraoperative fractures with a specific cemented stem following intracapsular displaced hip fracture" written by melissa laflamme, md, ms, michele angers, md, jessica vachon, md, veronica pomerleau, md, and annie arteau, md published by the journal of arthroplasty accepted by publisher 11 september 2019 was reviewed. The article's purpose: "retrospective cohort study is to determine the incidence of intraoperative iatrogenic periprosthetic hip fractures following an intracapsular displaced hip fracture treated with this newly implanted cemented stem compared to the previous implant." The hospital utilized cemented non-depuy stems and then began utilizing cemented corail depuy stems in 2016. Data was compiled from 348 patients with corail stems. Cement manufacturer is not identified. Depuy products: corail stem. Adverse events: intraoperative calcar fractures (treated by cerclage wiring). Post op displaced fracture (treated by revision of stem).